Manufacturer narrative:
(B)(4). Batch # r94y9j. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified.

Event description:
It was reported that during a colectomy procedure, the white part of the teflon detached. The patient had no complications and no harm. A similar product was used to continue the procedure.

Manufacturer narrative:
(B)(4). Investigation summary: the device was returned with the cable cut off, and the tissue pad damaged, melted not all present and a portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. Due to the returned condition of the device, no functional test could be performed. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back-cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.